Manufacturer narrative:
Infection occurred- conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reported undergoing an umbilical hernia repair with mesh implant in 2008. The patient reported developing a "red ring" around the incision two days post-op and severe redness on the abdomen at an unspecified time following surgery. Cultures were taken and the patient was prescribed antibiotics. Additional information was requested; no further information was provided.